Event description:
The lay user/patient contacted lifescan in 2008 and alleged that the casing on her one touch ultrasoft lancing device was cracked/broken. The medical affairs specialist was unable to reach the patient after several attempts via phone. A letter was sent to the address provided. The patient reported that the alleged issue occurred over a 2 week period and that she tested less due to the issue. It is not known if she was able to obtain results on the meter. She also reported experiencing shakiness after the reported issue began and treated herself with food. She was not tested on any other device and did not receive/require medical attention. At the time of troubleshooting, it was verified that this was not a new product and based on the information provided, there was no misuse. This complaint is being reported because the patient alleged experiencing symptoms suggestive of hypoglycemia after the reported issue began. She treated herself with food and did not receive medical intervention. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject device for evaluation, but has not yet received it. If the device is returned, lifescan will evaluate it and, if it does not pass inspection, lifescan will inform FDA of the results in a supplemental report.